Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion at l3-s1. It was reported that the tip of the driver broke off into the screw and was not able to be removed from the bone screw. The bone screw was left in the patient. No additional patient complications were reported.